Manufacturer narrative:
Final ananlysis found no telemetry and that the product code could not be downloaded when the battery fell below 2.47 v. This was caused by a discrepant integrated circuit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received symptomatic device evaluation anticipated but not yet begun

Event description:
It was reported that the pulse generator exhibited inter- mittent telemetry. No programming, testing or measured data was available with the intermittent telemetry. The device was not at elective replacement indicator (eri). Several downloads were attempted without success. Further trouble- shooting yielded no communication with the device. Since the patient was symptomatic, the device was replaced.